Event description:
The manufacturer received information alleging a ventilator failed to read the return volume. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's machine flow sensor was replaced to address the issue. The device was found to be contaminated with dirt and dust.